Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized three times for the peritonitis event. The first hospitalization was for five days. The patient was discharged and readmitted two days later for nine days for the same event. The patient was discharged and was readmitted four days later for the same event. On unreported dates, the patient received morphine and norco as treatment for pain and an unknown intravenous and oral antibiotic as treatment for the peritonitis event (doses and frequencies were not reported). During the third hospitalization, the peritonitis was not resolving, therefore the patient's pd catheter was removed and was switched to hemodialysis for three weeks. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.